Manufacturer narrative:
Device evaluated by MFR.: express-vascular ld, pmtd, 7.0x30x75cm was received for analysis. A visual examination of the returned device confirmed that the balloon had not been subjected to positive pressure. No issues were noted with the balloon material. The device was received with stent fully mounted on the delivery system. A visual examination identified that the stent had moved proximally on the balloon by approximately 5mm. This may have occurred due to the device encountering resistance when advancing to/crossing a challenging lesion. The first row of proximal stent struts were also noted to be lifted distally. No other issues were noted with the stent. A visual examination identified no issues with the tip of the device. A visual and tactile examination identified no kinks or damage to the shaft of the device. This concludes the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that crossing difficulties were encountered. The 75% stenosed target lesion was located in the moderately tortuous left common iliac artery. A 7.0x30x75cm express ld stent was advanced but unable to cross the lesion. The procedure was completed using another of the same device. There were no patient complications reported. However, returned device analysis revealed stent shifted/moved and damaged.